Manufacturer narrative:
Qn#(B)(4). The reported complaint of "purge abnormal error went off and the pump did not work" is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " when the user attempted to start the iabp, the purge abnormal error went off and the pump did not work. Therefore, the iabp was replaced with another one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " when the user attempted to start the iabp, the purge abnormal error went off and the pump did not work. Therefore, the iabp was replaced with another one". No patient injury or consequence reported. The patient's current condition is reported as "fine".